Event description:
During an esophagogastroduodenoscopy (egd) procedure to treat a non-descript oozing bleed in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that hemospray was set up properly to be used. Upon activation, no powder was successfully deployed through the catheter. The gate valve was confirmed to be in the open position. No visible clogging in clear tubing. No powder dispersed when attempting to deploy hemospray [unable or difficult to spray - subject of report]. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Dried blood was coating the inside of the device nozzle. The device was not tested as returned due to being previously deactivated. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. The device was disassembled and the tubes were disconnected for removal of any powder. The front tube connecting the on/off valve to the powder chamber contained small, red clumps of hard powder. Loose powder was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber center cannula and hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device indicated that the nozzle contained blood and hard clumps of powder that prevented powder from exiting the device. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. This is indicated by the discoloration of the nozzle and the discolored hard clumps of powder removed from the nozzle of the device. If the catheter tip comes in contact with blood or fluid while suction is being used this can cause blood to enter the catheter and travel backwards through the tubing into the device, resulting in the failure observed. To assist the user, the instructions for use (IFU) state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.